Manufacturer narrative:
Section a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that during handling, one arm of the haptic on the preloaded monofocal lens was inadvertently bent, but the lens did not touch the patient. The same model lens was used to complete the procedure. The incident had no effect on the patient. No further information was provided.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: oct 09,2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection reveal the complaint device was received with the plunger rod fully advanced and with the lens stuck to the outside of the cartridge. The plunger rod and cartridge tip were bent. The plunger rod was retracted and the cartridge presented damaged as well. The lens module was inspected revealing no damage or viscoelastic damage. Device assembly was inspected, presenting with no issues. Plunger rod advancement was inspected and presented with no issues. The lens was removed/cleaned revealing cosmetic damage/scratches. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.